Manufacturer narrative:
Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by an incident description form (B)(6)2009: the caregiver (name not released) had moved consumer in to showering area in her wheelchair and used a tempo lift to transfer the consumer atop the concerto trolley. The sling had been removed from beneath the consumer. At an undetermined moment after this procedure, it was stated that the consumer rolled over towards the left side rail of the trolley and the catches gave way and the consumer fell to the floor. The facility called 911 and emt's were dispatched. It was the emt's who lifted the consumer off the floor and took her to the emergency room. The specifics of the consumer's injuries were not released at the time of eval. An arjohuntleigh investigator has examined the device and found that the device has excessive paint peeling on the pt right side support rail. Where paint is missing, there is moderate corrosion. Though corrosion is present, the integrity of the rails do not seem affected. A function test was performed and the unit tested to OEM specifications. All support rail catches hold when tested individually. All support hardware is secure. (B)(4).